Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018 with the following findings: the battery compartment was cracked at threads on the side and separately below the grip pad. The returned battery cap was undamaged and able to fit. There was evidence of moisture and corrosion observed in the battery compartment and on the display screen inside the pump. The leak test failed due to a battery compartment leak. The pump was unable to power up and was completely unresponsive due to moisture and corrosion. The reported ¿power¿ complaint was duplicated. The pump cover was removed, and further moisture and corrosion was found to the power pump circuit board and to the continuous glucose monitoring module.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.